Manufacturer narrative:
It was reported that the event is currently unresolved, and no action has been taken. Another CT is scheduled in june to monitor the dissection status. It was confirmed that there was no occlusion of any of the stent grafts, the blockage was located in the eia distal to the extension limb. Product ID: etlw1624c124ee, serial/lot #: (B)(4), ubd: (B)(4) 2021, UDI#: (B)(4). Product ID: etlw1616c93ee, serial/lot #: (B)(4), ubd: (B)(4) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that a secondary procedure was performed approximately 3 months post implant to treat the eia dissection with a non-medtronic stent. The patient recovered, with the dissection confirmed as resolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: the site assessed the event as possibly related to the endurant ii stent graft and possibly related to the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1616c156ee, serial/lot #: (B)(4), ubd: 27-feb-2021, UDI#: (B)(4). Product ID: etlw1616c156ee, serial/lot #: (B)(4), ubd: 27-feb-2021, UDI#: (B)(4). Product ID: etlw1624c124ee,. Product ID: etlw1616c93ee. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the chevar treatment of a 63mm abdominal aortic aneurysm. Mild vessel tortuosity was noted at the right and left common/external iliac arteries. It was reported that one week later, the patient presented with claudication of the right leg. Clinical examination demonstrated an absence of a femoral pulse. An angiogram revealed a dissection of the external iliac artery possibly due to a wire or the stent graft implanted in the right external iliac artery. Per the investigator the cause of the event is unlikely due to the endurant stent graft and probable due to the index procedure. The sponsor has assessed the event as possibly due to the endurant stent graft with a causal relationship to the index procedure. No additional clinical sequelae were reported and the patient will be monitored.